Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient had been doing a lot of bending, twisting, and stretching and thinks that her leads might have shifted. She is still feeling pain as well. The stimulation is only covering half of her left leg and not the entire leg like what the trial did. The location of the stimulation had been the same since implant; however the patient alleged the potential lead shift and pain had occurred about a week prior to the report. The patient was redirected to her health care provider. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider. It was reported that the patient was scheduled for reprogramming on (B)(6) 2017 but did not show up to the appointment. It is unknown if the lead that may have shifted and the pain had been resolved. The health care provider noted that this had not been diagnosed, and the patient had not been seen in the clinic. The cause of the permanent implant not covering the same area as the trial was not determined. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.